Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted the hi-torque guide wires instructions for use states: consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not: push, auger, withdraw or torque a guide wire that meets resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to use error and subsequent circumstances of the procedure as it is likely that as the stent was implanted the guide wire was jailed under the deployed stent resulting in the reported entrapment. Manipulation to remove the guide wire resulted in the reported stretched tip coils and ultimately resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure, a stent was implanted in the left anterior descending (lad) artery, jailing the bmw universal guide wire in the diagonal branch under the deployed stent. During retraction of the bmw universal guide wire, resistance was met and force was applied. The guide wire tip coils broke and stretched proximally. The core of the guide wire was manually removed from the anatomy; however the tip coils remain in the diagonal and lad. There was no clinically significant delay in the procedure. No additional information was provided.